Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 04.501.008. Lot number: 695p715. Manufacturing site: mezzovico. Release to warehouse date: 02 mar 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from sales rep via phone today states that the procedure date should updated to (B)(6) 2024. After investigation, the patient received surgery in the hospital due to "rib fracture" on (B)(6) 2024 (specific procedure name unknown). The surgeon implanted 04.501.008 and 04.501.020.01 for fixation during the surgery, and the specific surgical process and postoperative rehabilitation treatment were unknown. On (B)(6) 2025, the patient experienced right-sided chest pain while carrying objects, and then went to the hospital for treatment. After reexamination of CT, it was found that 04.501.008 was broken, and 04.501.020.01 did not feedback failure. The patient is waiting for a second surgery currently. No subsequent adverse event reports were received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d10 (concomitant). Corrected: e1 (facility name). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced post-operative pain and breakage. The original implant procedure occurred in 2024. The patient experienced right-sided chest pain while moving items in 2025. A follow-up CT scan revealed breakage in the plate. A revision procedure is currently being planned.